Event description:
It was reported that the device indicated elective replacement (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance. Performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated. Elective replacement indicator (eri) due to high battery impedance was logged on (B)(4)-2011, prior to explant. The eri is the result of high internal battery resistance.